Event description:
It was reported that the patient presented in clinic due receiving multiple inappropriate high voltage (hv) shocks. It was noted that the implantable cardioverter defibrillator (ICD) inappropriately delivered shocks due to incorrectly interpreting a ventricular fibrillation (vf) rhythm due to rapid atrial activity. The ICD was reprogrammed. The patient was in stable condition.